Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received information, hospital biomed performed troubleshooting and identified control printed circuit board (pcb) as defective. New control printed circuit board was installed and the issue was solved. The ventilator passed all functional and safety tests and was cleared for clinical use. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The defective part was not returned for investigation, despite request. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to control printed circuit board. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).